Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced. The patient¿s condition was stable prior, during and post procedure.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to transient nmi that was most likely caused by high current drain that resulted from code corruption. Analysis performed after reloaded product code and installation of new battery did not find any anomalies. The original battery had depleted to end of life level. The implant duration exceeded the device¿s projected longevity and is considered normal battery depletion.